Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a hematoma and bleeding occurred after device deployment with a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. Hemostasis was achieved using manual pressure, but the duration was not specified.the event date is unknown. The user was trained on the device, and it was prepped and stored according to the instructions for use. The sheath introducer was a cordis 6f, but the lot and catalog numbers are unknown. The mynx vcd was used in an interventional procedure with a retrograde approach. Information regarding the puncture femoral site was not available. It is unknown whether femoral artery suitability was verified on angiography or if the vessel diameter was confirmed to be =5 mm. Vessel tortuosity and the presence of pvd or calcium near the puncture site were also unknown. It is unknown whether the device was inspected prior to use. Other procedural details were requested but not provided. The device will not be returned for analysis.

Manufacturer narrative:
As reported, a hematoma and bleeding occurred after device deployment with a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. Hemostasis was achieved using manual pressure, but the duration was not specified. The event date is unknown. The user was trained on the device, and it was prepped and stored according to the instructions for use. The sheath introducer was a cordis 6f, but the lot and catalog numbers are unknown. The mynx vcd was used in an interventional procedure with a retrograde approach. Information regarding the puncture femoral site was not available. It is unknown whether femoral artery suitability was verified on angiography or if the vessel diameter was confirmed to be =5 mm. Vessel tortuosity and the presence of pvd or calcium near the puncture site were also unknown. It is unknown whether the device was inspected prior to use. Other procedural details were requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2514702 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis and hematoma¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.